Event description:
It was reported that the during an attempt to implant the pacing lead, the helix would not deploy and that, when it did extend, "it took too many turns (20+)." The lead was not implanted. A new lead of the same model was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was analyzed. The helix will not extend due to the distorted and fractured distal coil in the connector. This is caused from over turning. Blood observed on the distal conductor and in/on the helix mechanism (sleeve head).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.